Manufacturer narrative:
(B)(4). The device was evaluated and an increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs. The cause was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The the homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume percent too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 09:35:44. During night drain cycle five, the patient's ultrafiltration reading was 729ml, indicating the home patient (hp) drained 729ml more than their maximum programmed fill volume of 900ml. No additional information is available.